Event description:
Caller alleged discrepant inratio results. Results as follows: date: 6/24. Inratio: 1.4. Doctor's inratio: 2.0. Time between tests: 35 minutes. Therapeutic range: 2.0-2.3.

Manufacturer narrative:
Investigation pending.